Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, customer changed infusion set multiple times and the issue still recurred. During troubleshooting, the location of the blockage was unable to be determined. The customer's blood glucose was 300 mg/dl. Customer would continue to use the pump for insulin therapy.